Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a proglide that was attempted in the right common femoral artery (rcfa). Additionally, a cuff miss [suture retrieval issue] was noticed with a proglide that was attempted in the left common femoral artery (lcfa). The sutures of two new proglilde devices were successfully pre-placed in both the rcfa and lcfa the sheath was upsized to a 17f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.